Manufacturer narrative:
The complaint device was reported to be available but was not returned for evaluation. The device history record for the reported lot number, 0202775587, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 01-nov-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 6 ml/hr, procedure: c-section, cathplace: abdominal. It was reported that the pump finished on day 2 instead of on day 3. The patient was in the hospital recovering from a c-section. When the physician's assistant was making her rounds in the morning in order to discharge the patient, it was noted that the pump was empty, which was on day 2. The patient did not experience any side effects and was discharged. The nurse was noted to not have the proper education on what to do, and after removing the pump from the patient, filled the pump with some air and then some fluid to see if the pump functioned. The pump was not under a heating blanket. No further information received.

Manufacturer narrative:
Avanos medical received one on-q saf combo, 400x2-14, empty and used. The infusion was verified. The pump was refilled with 0.9% of saline using the repeater pump to the nominal value of 400 ml. The sample was evaluated and the reported failure could not be confirmed. Use review was conducted, limited information was available in regards of use conditions; therefore, it is unknown if the user or facility conditions are contributors to this incident. Root cause could not be determined. All information reasonably known as of 18-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc product is defective or caused serious injury.